Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringes had issues with foreign matter, scale marking errors, and damaged syringes.

Manufacturer narrative:
Investigation: six loose 5ml syringes were received and evaluated for lot number 8242807. It was observed one syringe had excess material on the plunger rod the entire length of the rib. One syringe was observed to have a black foreign matter particle attached to the outside of the barrel wall above the grad lines. It appeared to be ink and was larger than level 4 in size, which is rejectable per product specification. One syringe was observed to have a jammed stopper condition where the stopper was wedged between the barrel wall and the end of the plunger rod. One syringe was observed to have contact smears with multiple ink dots outside the grad lines and was rejectable per product specification. One syringe was observed to have a deep perpendicular scratch that wraps 3/4 around the barrel at the level of the 2ml marking. One syringe was observed to have a small smudge on the "4" and is acceptable per product specification. Two loose 5ml syringes were received and evaluated for lot number 8054502. One syringe was observed to have significant damage to the top of the barrel and plunger rod. It appeared the syringe had been squeezed causing the flange and plunger rod to become twisted and the top of the barrel to become oval shape. One syringe was observed to have multiple black foreign matter particles outside the grad line between the 1 and 3ml marking. It appeared to be ink with more than 6 particles present and is rejectable per product specification. Four loose 5ml syringes were received and evaluated for lot number 8028523. One syringe was observed to some slight contact smears around the 1ml marking and is acceptable per product specification. One syringe was observed to have a jammed stopper condition where a portion of the stopper is pinched between the barrel wall and the plunger rod. One syringe was observed to have contact ink smears and surface scratches extending from the 2ml to 4ml markings through the grad lines causing at least half of the "3" to be missing, which is rejectable per product specification. There was also some noticeable lengthwise stress cracks on the opposite side in the same location. One syringe was observed to have a brown foreign matter particle present outside the fluid path at the bottom of the plunger rod. It appeared to be a piece of cardboard and was larger than level 3 in size, which is rejectable per product specification. Two loose 5ml syringes were received and evaluated for lot number 8152921. It was observed one syringe had contact ink smears across the grad line extending from the 3ml to 0ml and was rejectable per product specification. One syringe was observed to have an incomplete scale marking defect where multiple grad lines were missing at least half the print and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause is associated with the assembly process for damaged barrel, and jammed stopper. Marking process for the foreign matter outside the fluid path and scale quality, molding process for improper mold, and packaging process for foreign matter outside the fluid path.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242807; medical device expiration date: 2023-08-31; device manufacture date: 2018-08-30; medical device lot #: 8054502; medical device expiration date: 2023-02-28; device manufacture date: 2018-02-23; medical device lot #: 8028523; medical device expiration date: 2022-12-31; device manufacture date: 2018-01-28; medical device lot #: 8152921; medical device expiration date: 2023-05-31; device manufacture date: 2018-06-01. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringes had issues with foreign matter, scale marking errors, and damaged syringes.